Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure. According to the complainant, two to seven days after placement of the stent, there was an encrustation noted on the stent and the stent was very difficult to remove. It was also noted that the tip of the stent was not tapered enough which caused injury to patient. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The percuflex plus ureteral stent was used during percutaneous nephrolithotomy, ureteroscopy and jj stent placement procedure. The encrusted stent was completely removed from the patient by rigid ureteroscopy and pneumatic lithotripsy. The patient's condition at the conclusion of the procedure was reported to be normal and stable. (B)(6).

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during percutaneous nephrolithotomy, ureteroscopy and jj stent placement procedure. According to the complainant, two to seven days after placement, there was an encrustation noted on the stent. The encrusted stent was completely removed from the patient by rigid ureteroscopy and pneumatic lithotripsy. It was also noted that the tip of the stent was not tapered enough which caused injury to patient. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be normal and stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during percutaneous nephrolithotomy, ureteroscopy and jj stent placement procedure. According to the complainant, two to seven days after placement, there was an encrustation noted on the stent. Difficulty was experienced during removal of the stent, but it was able to be completely removed from the patient by rigid ureteroscopy and pneumatic lithotripsy. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal and stable.